Event description:
It was reported that a review of the system monitor history found that the system lost power. A review of the log files by technical services found a pump stop due to a double power cable disconnect while connected to the power module. The clock reset to the default date and time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1 and date of birth: patient privacy laws in the event country prohibit the release of private patient information and this should have been removed from the previous report. Manufacturer's investigation conclusion: a review of the submitted log file confirmed a pump stop. A correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events cannot be conclusively determined through this evaluation. A review of the submitted log file revealed a pump stop was associated with the date and time being reset to 0 days, 0 hours, 0 minutes, which suggest that power to the controller was lost. This could have potentially been caused by the simultaneous disconnection of both system controller power cables or the disconnection of the patient cable from the power module. A specific duration for which the pump was stopped during these events could not be conclusively established through this evaluation. Of note, 2 low flow hazard alarms were noted during the pump stop event, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm, to as low as 0 lpm. The pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 2, 3, and 5 of the IFU as well as sections 2, 3 and 4 of the patient handbook, state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or heartmate 14 volt lithium-ion batteries) at all times. Section 7 of the IFU and section 5 of the patient handbook address all alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that it was believed that when the patient switched to battery power, they failed to fully connect the black power cable, disconnected the white power cable without realizing that the black cable was not fully connected, and this resulted in a double power cable disconnect. The alarm was resolved by connecting the cables properly.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log file confirmed a pump stop. A correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the reported events cannot be conclusively determined through this evaluation. A review of the submitted log file revealed a pump stop was associated with the date and time being reset to 0 days, 0 hours, 0 minutes, which suggest that power to the controller was lost. This is consistent with the report of the patient disconnecting both power leads. A specific duration for which the pump was stopped during these events could not be conclusively established through this evaluation. Before, and after the pump stop event the pump operated above the low speed limit. The patient remains ongoing on hm ii lvas, serial number (B)(6). No product is available for investigation. The hm ii lvas instructions for use (IFU) and the hm ii lvas patient handbook are currently available. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.